Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during procedure outside the patient's body the guidewire ptfe coating was peeling along 5-6 cm at the proximal side. The physician continued with the same guidewire without clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The device directions for use (dfu) was reviewed and the following was found: "inspect the guidewire for any visible damage prior to use, and do not use a wire that is damaged." Therefore, an assignable cause could not be definitively determined.

Event description:
It was reported that during procedure outside the patient's body the guidewire ptfe coating was peeling along 5-6 cm at the proximal side. The physician continued with the same guidewire without clinical consequences to the patient.